Event description:
Discordant, false positive human chorionic gonadotropin (hcg) results were obtained on one patient sample on an immulite 2000 instrument. The initial false positive result was reported to the physician(s) and questioned. A new sample was drawn from the patient and tested in a reference lab on an advia centaur instrument resulting negative. The original sample was then repeated at 1:2 dilution and 1:4 dilution, both of which resulted lower than the initial result. The original sample was repeated as neat resulting similar to the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false positive hcg result.

Manufacturer narrative:
The initial MDR 2247117-2014-00075 was filed on november 14, 2014. Additional information (01/05/2015): a siemens regional support center specialist had requested data from the customer to perform further troubleshooting. No additional information will be provided by the customer. The cause of the false positive human chorionic gonadotropin results for one patient sample is unknown.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to perform troubleshooting. The customer checked the adjustment and quality control samples, which were within acceptable range. The customer also ran dilutions for samples, and the data indicated that there was no presence of interferant. The cause of false positive human chorionic gonadotropin results is unknown. Siemens healthcare diagnostics is investigating the issue.